Manufacturer narrative:
The reported field event of high dft was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, the device failed maximum output shocks in ventricular fibrillation. The cause of the high defibrillation threshold was poor right ventricular lead position. The whole system was explanted and replaced. The patient condition is stable before, during, and after the event.